Event description:
On (B)(6) 2025, the customer alleged to medela llc that she had a crack in her tubing to her pump in style hands free breast pump. She additionally reported that she currently has mastitis and is being treated with antibiotics.

Manufacturer narrative:
Customer service sent the customer a new pump and parts and request of her old pump and parts be sent back to medela for testing/analyzing. In follow up with a complaint handler on 08/19/2025, the customer stated she is using a hospital grade medela pump, and her mastitis is resolved. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.